Event description:
Same case as MFR ID # 2134265-2013-07664. Reportable based on analysis completed (B)(6) 2013. It was reported that during a kidney drainage procedure, removal difficulties were encountered. In (B)(6) the drain was considered for exchange, however due to the patients anxiety about the prospect of the procedure and the fact that the drain at the time was draining freely and free of any signs of infection a decision was made by the clinical staff to leave the drain in. The removal procedure in early october was to be performed using local anaesthetic and ultrasound because the patient was 29 weeks pregnant. It was reported that the catheter was not draining for two weeks. The catheter was encrusted therefore an amplatz super stiff guide wire was unable to be advanced any further than the catheter loop and became stuck inside the catheter. The suture wire was pulled back with a forceps to uncoil the catheter, however the suture wire broke and fragmented. Patient underwent intravenous sedation and received pethidine for pain, the physician used a total of 5 minutes of x-ray in additional efforts to remove the catheter, the catheter and guide wire were removed together. No additional patient complications were reported. However, analysis of the returned device revealed that the ballweld was missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the amplatz wire was received loaded in the proximal end of the catheter. Examination of the returned device revealed that the corewire was unraveled and coilwire was fractured, and the ballweld is missing. All the outer diameter (od) measurements taken were within device specifications. Guidewire overall length could not be measured due to the condition of the returned device. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab concluded that the failure in wire sample occurred due to bending/torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).